Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user error and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. This code is used to address the failure to remove the guide wire prior to proglude suture deployment. Per the proglide instructions for use - remove the guidewire before the exit port crosses the skin line. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic heart catheterization. Reportedly, the guide wire was not removed before the proglide was deployed. The proglide became stuck in the artery when the foot was attempted to be retracted. A cut down was performed to remove the proglide and surgical suturing was used to achieve hemostasis. There was a clinically significant delay in the procedure and adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.